Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned driver was inspected under magnification. Under magnification, it was confirmed that the t8 stick fit hexalobe drivers had batch number 540134, and the driver was fractured near the tip. The screw(s) and plate(s) used with the drivers were not returned. The overall length of the driver was measured to confirm the fracture point. The returned driver measured 3.348 inches, indicating that the tip broke off approximately 0.032 inches from the end of the driver. The fracture surfaces showed some discoloration that appeared primarily brown and dark red in color. The broken tip of the driver showed hexalobe spines that were significantly curved, indicating a twisting prior to fracture. The fracture surface of both the tip and remaining shaft showed a gritty texture and were fractured at approximately 45 degrees, indicating a torsional failure; however, due to unknown procedural conditions, no definitive conclusion can be made.

Event description:
It was reported the initial implant procedure was on (B)(6) 2021. On (B)(6) 2022, the surgeon performed a routine removal procedure to explant the aculoc2 plate and the locking screw. During this removal procedure, the three driver tips were broken. The surgeon had to puncture the screw head to remove the plate, and the screw tip was left in the patient. It was also reported that this issue resulted in an estimated procedural delay of "30 minutes or more". This report is related to report numbers: 3025141-2022-00182, 3025141-2022-00183, 3025141-2022-00185, and 3025141-2022-00186 for the other devices involved in this event.